Event description:
It was stated that the customer was hospitalized for high blood glucose levels with a reading of 27 mmol/l. It was stated that the insulin pump alarmed no deliver several times prior to the hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. The customer's father did not feel comfortable with the insulin pump and asked to have it replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.